Manufacturer narrative:
One impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation (image 1-2). Visual evaluation of the as returned product identified signs of damage and fracturing at the implant collar. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 6 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsv6b10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up," h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Email unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant at unknown tooth site fractured. Implant fractured possibly due to overloading - still unsure working with lab to see. Injury reported is due to implant removal. Site grafted for implant re-placement. Patient's condition at the time of event: good, healthy. Symptoms as a result of the event: none reported.